Manufacturer narrative:
Reliability analysis evaluated four opened/used reservoirs. The reservoirs and transfer guard needle passed per inspection. No transfer guards were occluded during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when she tries to push the insulin into the reservoir, it gets stuck. Customer will be sent replacements for the reservoirs.